Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported the patient was hospitalized sometime in 2008, due an incident of hypoglycemia. The patient reports a history of labile blood glucose. She reports that she was hospitalized several months ago for an extremely low blood glucose. The patient cannot recall any details of the hospitalization or the events that led to the hospitalization. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.